Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and has post feature fractured on the medial side. This device was manufactured in august of 2013 and had and used in unknown number of surgeries. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional is fractured. All pieces of the provisional have been accounted for. No adverse events have been reported as a result of the malfunction.